Event description:
The customer contact reported a leak. On an unspecified date at the compounding facility, the empty flexible solution container was filled with unspecified volumes of fentanyl citrate 2 mg/ml and 0.1% bupivacaine for a total volume of 200 ml. The customer contact reported that the solution container was placed in a shipping container and shipped to an end user. The customer contact reported that the solution container was placed in a shipping container and shipped to an end user. It was reported that after the solution container was removed from the shipping container at the end user, solution leaked from the seam at the bottom right hand corner of the solution container. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.